Manufacturer narrative:
D10 concomitant product: 60xltcp 6.0mm xlt trach cuff prox x1 (lot# unknown) 60xltcp 6.0mm xlt trach cuff prox x1 (lot# unknown) 60xltcp 6.0mm xlt trach cuff prox x1 (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, an alarm sounded for low ventilation in the patient, and it was noticed that the cuff of the tracheostomy tube was deflated and was not holding pressure. An emergency trach change was done, and the patient was stable post-pr ocedure. A test was done on the tracheostomy tube, which confirmed a "ruptured" cuff with bubbles present upon attempt. This was the 4th tube that "ruptured" in the last month for the patient.